Manufacturer narrative:
Evaluation results: one cadd-solis vip pump was returned for investigation. The customer's reported product problem was verified. Error code "46440" message was recorded in the event log. Based on the investigation results, the downstream sensor was replaced.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.